Manufacturer narrative:
Batch review performed on 15 january 2020: lot 1902877: (B)(4) items manufactured and released on 21-jun-2019. Expiration date: 2025-06-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary hip surgery and was implanted with competitor items. The date of the primary surgery is unknown. Subsequently on (B)(6) 2019, the patient came in due to metallosis in the hip. The surgeon revised the patient with a medacta liner. Presently, on (B)(6) 2020, about 2 months after primary, the patient came in reporting pain due to a dislocation of the head from the liner. The surgeon revised the competitor head and medacta liner.